Manufacturer narrative:
This report contains supplemental information for mentor psr reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption# e2007003. Device evaluation summary: according to the information received, it was reported that the patient experienced a rupture on the breast implant. During analysis of the sample, it was noticed to be damaged. No additional anomalies were discovered. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. A possible cause for the condition reported is due to excessive force to the chest; trauma; compression during mammographic imaging; and severe capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: left breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 300cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was confirmed by MRI. In addition, the patient developed ptosis in her left breast. As a result, the patient underwent explantation and replacement with a mentor memorygel breast implant 325cc gel breast prosthesis on (B)(6) 2019.